Event description:
Glucose was reading abnormally high starting (B)(6) 2026 till (B)(6) 2026, in which I reported the problem to abbott and removed the sensor. I checked my glucose using accu-check monitor and the readings were 166 and 172 on (B)(6) 2026 around 11:30 am. The freestyle libre 3 plus sensor was reading 400 and above maxing out the high at the same time I checked my glucose with a backup method. When it first started reading high, I took only half of the insulin required using the high number. I fell asleep soon after and upon waking hours later discovered my sensor was still giving a high reading. This continued for days before I discovered some sensors were malfunctioning. Sensor number: (B)(6).